Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. Additionally, there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.0x28mm xience sierra stent was implanted on (B)(6) 2019. On (B)(6) 2019, the patient was re-admitted with a urinary tract infection and unspecified cardio vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.